Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received recurring insulin flow block alarm. Customer reported that the insulin pump got insulin flow block alarm after previous troubleshooting and also reported that they changed set numerous times. Customer declined to complete troubleshooting again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.